Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the seal of the hs iii proximal seal came off when the delivery system was pulled out from the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).